Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. The customer's blood glucose reading displayed as ¿high.¿ customer treated high blood glucose with a correction injection via multiple daily injections. Reportedly, the customer changed soft cannula infusion set and cartridge and resumed insulin delivery to resolve the issue.